Event description:
It was reported that during the procedure, a drill bit fractured while being used to create screw holes in the acetabulum. No injuries occurred, and the patient¿s safety was not compromised. Additionally, all fragments of the drill bit were accounted for, ensuring that no pieces remained within the patient. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: south africa. H6: suggested component code: mechanical (g04) - drill. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 h6: component code: mechanical (g04) - drill the product was not returned; however, pictures were provided and reviewed. Visual examination of the provided pictures identified the fractured drill bit. Device was not returned; therefore, further analysis cannot be made. Lot identification is necessary for review of device history records; lot identification was not provided. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed via the provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.